Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Lot number is unknown. G1. H3; h6: investigation summary: the device was sent to the supplier for evaluation. The supplier reports indicate: distal tip shows no signs of activation, saline residue in suction tube, no visible damage to handle or plug. Electrical testing was performed and the electrode passed the capacitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate and coag no output, there was no error message displayed on the generator. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The continuity across the crimp failed. The performance of the device was further assessed by activating the device via the ablate yellow foot pedal. After approx. 14 seconds the generator displayed an output error, after 1 minute the device would correctly activate when the distal tip was placed against the wall of the beaker but would still output short when placed in the center of the beaker. Up to 3 minutes the activation performance remained intermittent when in the centre of the beaker. At this point the coag performance was checked and found to operate correctly when the distal tip was either on the beaker wall or in the center. When the ablate function was rechecked correct performance was achieved in the center of the saline filled beaker. The continuity between the plug pin and distal tip was re-measured and found to be within specification at 0.48o. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. No lot number has been advised by the end user so we have not been able to perform a DHR for the complaint device. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure on (B)(6), 2019, the vapr s90 suction electrode with integrated handpiece was plugged in to the generator. The surgeon stepped on the yellow ablate foot pedal and there was no response from the vapr hp. Stepped on coagulation and same. Vapr wand had no response. The wand was replaced. The new wand worked appropriately. A 2 minutes delay was reported. The procedure was completed with no patient consequences. This is report 1 of 1 for (B)(4).